Event description:
Physician was sewing anastomoses to heart and bed became unlocked. (Unexplained) the shift in the bed caused the artery to tear. This caused the physician to resew the anastomoses. Table was removed from services. Service report: tested pendant functions over and over nothing wrong there. Checked all non-return valves and everything checked out good. Checked all electrical connections. Checked emergency brake release valve (good). All function were good except trend was drifting and replaced mini-valve assembly. Swap pendant will rebuilt one so hospital can evaluate pendant.